Event description:
During a laparoscopic cholecystectomy procedure, the clips were ejected from the instrument prematurely. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.